Event description:
It was reported that signal loss over one hour occurred. At 1:17am, the cgm had signal loss. On (B)(6) 2023, the patient's father drove her to the hospital because she experienced diabetic ketoacidosis. The patient was treated with an insulin drip on (B)(6) 2023, when she received a new transmitter, she was discharged. At the time of the report, the patient was doing okay. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.